Event description:
Intermittent atrial under-sensing of at/af (atrial tachycardia/atrial fibrillation) in progress/ongoing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).